Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's scs ipg was replaced with a different (smaller) model. The new ipg was tunneled to a new pocket site. In addition, the patients' original ipg site was irrigated and closed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced redness and bruising at his scs ipg site. The physician examined the patient's scs ipg site and believes the patient has a generic skin irritation such as acne, etc. The physician prescribed the patient a topical steroid for the inflammation and some acne medicine. Follow-up identified the medication did not resolve the issue. The physician referred the patient to a dermatologist, then plans to proceed with revision of the patient's scs ipg pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the dermatologist examined the patient's ipg site and determined the irritation and redness is not a skin issue. The dermatologist suspected there could be a minor infection at the ipg site, however, blood count and tests were normal.